Event description:
The pt received the scs sys on (B)(6) 2010. It was reported that the pt is experiencing pain and soreness at the ipg site. The pain is present whether stimulation is turned on or off. The pt was treated with an injection of marcaine which alleviated her pain. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.